Event description:
In 1999, I had mcghan textured saline filled breast implants style #468-380cc implanted in me by (B)(6). In 2000, I had extreme body aches that I describe as feeling like I have a high fever but no fever. This has continued to the present. In 2000 a rheumatologist diagnosed me with fibromyalgia and I have required daily pain medication since. This makes it extremely difficult to work at times due to the pain. I have sores that are fluid filled that come up on my chest and arms which have caused scarring and my dermatologist could not give me an explainable reason. I contacted a local very good physician for a consultation about implant removal and discussion about breast implant illness. I was shocked and nauseous yesterday to find out my implants were recalled in 2005 and I was never contacted. I had no idea that there were problems-even a certain lymphoma- associated with my implants. I'm sick about it and can't wait to have them removed. I'm definitely in a lower income bracket now and don't have the (B)(6) for removal and breast repair. I would like all of the information I need and who to talk to get action on financial assistance to have this surgery. There is a high probability that if I get breast cancer it would be because of these textured implants. I really appreciate your information and response. (B)(6). Full body assessment for fibromyalgia. The implants are still in my body. FDA safety report ID #(B)(4).